Event description:
User experienced issue with "instability" and control recovery for all assays on the instrument. User also received failed delta checks on patient samples. Total number of patient samples affected was not known. Only the following patient example was provided which was discrepant. Initial ft4 gave 1.5 ng/dl and was reported out. User said the result was questioned so he pulled the sample and repeated it twice the next day. The first repeat gave 0.83 ng/dl. The sample was repeated a second time on another e601 at the site (B)(4) and gave a result of 0.84 ng/dl. The reported result was amended with repeat result of 0.84 ng/dl. Patient was not treated based on the reported result. Ft4 reagent lot number, 15567401. The field service representative could not find a cause. He completed instrument checks, performance testing and ran controls which failed recovery. He deleted all calibrations, performed new blank cell, loaded new reagent packs and calibrated all channels. Verified analyzer performance by passing results on performance tests and successful calibrations on all channels. Customer ran controls giving acceptable results.